Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d4: UDI: (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Failure of the video connector was confirmed, and from this, we presume that the phenomenon "error code b30 occurred". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited scope communication error code b30 and e216. The issue occurred during the preparation for use. There were no reports of patient harm.